Manufacturer narrative:
Concomitant medical products : model 3716, scs ipg therapy date: unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-06499. Upon further review of the manufacturer's device record database, it was found that the patient had two leads. The second lead is being reported in relation to the initially reported event.